Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to a burning sensation at the device site. This symptom indicates a possible infection. The technical service (ts) advised discussing with the clinic. No additional adverse patient effects were reported. This lead remains in service.